Manufacturer narrative:
G4: 18feb2020 b4: 1(B)(6)2020. The service technician replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 27nov2019. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The touch screen will be replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
The customer reported a touch screen failure. The device was in use but there was no patient involvement.